Event description:
Information was received from a patient regarding an external device to an implantable pump infusing fentanyl for spinal pain indications. It was reported that the patient stated they had 'problems' with the handset and the communicator. The patient stated that the communicator did not hold a charge and the charge lasts 1 day. The agent reviewed charging expectations for external devices. The patient then stated it was taking a long time, 10 minutes, to receive a bolus. The patient stated it had been doing this ever since they got it. The patient stated it was impossible to give themselves a bolus in public due to this. The agent reviewed information and cleared data on the handset. The patient was then able to connect to the pump and deliver a bolus without any lag issue. At the end of the call, the patient mentioned that if they take a bolus past midnight, it took away from the next day. The patient stated the handset time being incorrect was confusing for them. The agent reviewed bolus parameters with the patient. The patient will monitor lag issue and call back if further assistance is needed.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0 (serial: unknown); product type: 0001-accessory; implant date: n/a; explant date: n/a; product ID: hh90t01 (serial: (B)(6); product type: 2201-mobile platform; implant date: n/a; explant date: n/a. Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID: tm90t0 (serial: unknown); product type: 0001-accessory; brand name: synchromed; product ID: a820 (serial: unknown); product type: 0216-software brand name; product ID: hh90t01 (serial: (B)(6); product type: 2201-mobile platform. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.